Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the clip does not form. Dysfunction at the closure. Another device was used. No patient consequence.